Event description:
Reporter alleged discrepant patient blood glucose results of 170 mg/dl performed on the customers advantage system compared to the doctors measurement of 89 mg/dl, when testing was performed afterwards. The reporter stated using the meter at the facility where the customer resides when comparisons were performed. Controls were reported to be within an acceptable range, however, no values were provided. As a result of the comparison, no actions were taken or treatment was received. A request was made for the return of the suspect product and replacement product was sent.